Event description:
Pt reported that the device's memory contains values for tests that he did not perform. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.